Manufacturer narrative:
Analysis results: product will not be returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.

Manufacturer narrative:
The outcome attributed to adverse event was dental implants came off. The event date is approximate. The device serial numbers or manufacturing numbers were not provided. Manufacture date not provided or identifiable. The complaint was received from a consumer in (B)(6).

Event description:
A consumer reported that their easyclean power toothbrush caused their dental implants came off.